Event description:
Rusch disposable laryngoscope handle defective when taken from packaging during "code blue." The bottom holding the batteries popped off without notice sending the batteries and spring across the room. Event abated after use stopped. Reason for use: intubation.